Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer reported that the insulin pump had reject new batteries, battery life decreased and unable to upload insulin pump. Customer reported that the insulin pump had missing piece of battery cap not screwing in tightly, reservoir not always secure, slower to rewind, some grinding noises and unexplained random no delivery alerts. Insulin pump had locked up and become non responsive and lost settings with battery change. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.